Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the lens was scratched in the delivery system during loading and there was no patient contact. The surgery was completed on the same day using back up lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).